Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 at 1 pm with blood glucose of over 30 mmol/l. The customer's blood glucose level was 23 mmol/l at the time of incident. Customer did not provide details regarding symptoms of their high blood glucose episodes. Customer went to emergency room. Customer not able to troubleshooting for high blood glucose due to insulin pump being replaced for critical pump error. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
Event date has been changed to (B)(6) 2019.